Manufacturer narrative:
No sample or lot number information was provided for evaluation and no indication was given that the product failed to perform its intended function. The lot number is unknown; no device history review can be performed. The event description does not suggest that a device failure has occurred. Erosion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter adverse reaction that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence. Baseline report previously provided.

Event description:
It was reported that the mesh implant eroded through the pt's vagina following an anterior vaginal procedure performed in 2006. Procedure info showed that a vertical incision was made; the mesh was not placed under tension; and the mesh was stitched in place using 2-0 vicryl sutures at midline, superior, and at each apex. Patient had used vaginal estrogen pre-op. The pt experienced complications during intercourse seven months later, but was described as doing well on the same day. During a follow-up visit on two days later, the dr observed exposed mesh that had not entered the urethra. He also stated that her urine flow was not obstructed. The exposed mesh was excised in the dr's office on the following day, and a mesh patch was placed over open area to promote healing. The 2-0 vicryl running sutures were used to close vaginal vault. An indwelling catheter was placed overnight following the excision procedure. Patient is currently doing well and as of approx one and a half months later, the mesh patch is still in place.